Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 315 mg/dl at the time of the incident. Customer declined troubleshoot for high blood glucose. Customer treated high blood glucose with shot. Customer stated that in the battery compartment, the spring fell out of the bottom, there is around thing at the bottom, has three pieces coming off it. Customer dumped battery out of it, and that piece came out and it was not working. Customer reported that display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. No unexpected blank display anomaly noted. However device received with high sleep current due to corroded battery tube. Device received with moisture damage noted on vibrator motor assembly. Device received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.